Manufacturer narrative:
(B)(6) notified sterilmed indicating that the package has been lost and no confirmation that it arrived at the receiving center. As such, no devices reached sterilmed quality department for a full investigation.

Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that the interior funnel rubber was splitting up into pieces during the surgery. A new device was used to be able to finish the case. There was no patient injury or consequence reported, but it was noted that the surgeon had to extend the surgery 15 minutes to be able to remove the rubber particle in the abdomen.